Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose with 18 and 169 mg/dl within 11-20 minutes, with a difference of 134 mg/dl. Pt did not experience any adverse events. No further information has been reported.